Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
Material no: 367962 batch no: 9095788 it was reported that during use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube the tubes seem to have the manufacture labels coming off which impacts how the customers labels lay on the tubes affecting automation processes and vacuum concerns while collecting. The following information was provided by the initial reporter: the tubes seem to have the manufacture labels coming off which impacts how the customers lavels lay on the tubes affecting automation processes and vacuum concerns while collecting.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 367962, batch no: 9095788. It was reported that during use of the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube the tubes seem to have the manufacture labels coming off which impacts how the customers labels lay on the tubes affecting automation processes and vacuum concerns while collecting. The following information was provided by the initial reporter: the tubes seem to have the manufacturer labels coming off which impacts how the customers' levels lay on the tubes affecting automation processes and vacuum concerns while collecting.